Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No prime/fill anomaly alarm noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump did not rewind and 4 days ago it also stopped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer states the rewind message occurred after an alert. Customer stated they are stuck in rewind. Customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The device will be returned for analysis.